Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to verify for battery out of limit alarm due to button response. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 15.0 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.